Manufacturer narrative:
The report of the thermogard xp ivtm system (sn (B)(4)) did not turn on was not confirmed during functional testing and review of the event log of the thermogard xp ivtm system (sn (B)(4)). Upon visual inspection no physical damage was observed. The console was functionally tested and found no issue. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
The thermogard console (sn (B)(4)) did not turn on. The reporter was unable to specify if the issue occurred during system check or patient use. No known impact or patient consequence was reported.